Event description:
It was reported a patient's atrial lead presented with oversensing noise, high pacing impedance, and far r oversensing. Programming changes were made to restore normal parameters. There were no adverse patient effects reported.

Manufacturer narrative:
Medwatch report number: mw5151466.